Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib not charging'" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "change batteries'" advisory message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated devices with both the reported batteries and with test batteries. Review of the log identified an error 11 prior to the event which would have automatically resulted in the change battery message and a visual red x on the status indicator of the device. Functional testing of the device did not reproduce the error 11 while in the depot environment. Our investigation research led us down a path to test devices in high humidity conditions outside of the published specification. This testing yielded that exposure to high humidity can cause a false positive error code 11 condition. In addition, these devices were functionally tested immediately after a manual self-test logged an error 11. Despite the error, the devices were able to charge and discharge multiple times. This indicates the device was capable of delivering therapy while this condition was present and did not pose a potential for clinical impact. This suggests and coincides with units located in public housing exposed to high humidity in singapore's tropical environment that can exceed the humidity specification of the device (95% relative humidity). Based on the findings, it has been communicated to the customer that it is recommended these devices be relocated to an environmentally controlled area or enclosure to reduce the probability of exposure to high humidity. Analysis of reports of this type has not identified an increase in trend.